Event description:
(B)(4). Same case as 2134265-2013-04993. It was reported that subsequent to a stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2010, patient presented with unstable angina and cardiac catheterization was performed which revealed the target lesion that was a de novo lesion located in the 90% stenosed ramus artery which was 40mm long with a reference vessel diameter of 2.0mm. The lesion was treated with predilatation and placement of a 2.25 x 32mm taxus liberté atom drug eluting stent distally overlapped with a 2.25 x 28mm taxus liberté atom stent resulting to 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency room with complaints of nausea, vomiting and diarrhea. The patient was hospitalized on the same day. Serial cardiac enzymes and myocardial perfusion imaging results were negative. At the time of the event, the patient was on aspirin. The patient was treated medically. Seventeen days post hospitalization, the event was considered resolved without residual effects and the patient was discharged on the same day. In (B)(6) 2013, the patient presented with a 2-day history of nausea, vomiting and diarrhea. The patient also reported chest pain relieved by single dose of nitroglycerin. Cardiac enzymes were noted to be elevated but did not meet protocol definition of myocardial infarction. Per source documents, electrocardiogram revealed possible subendocardial injury. The patient was diagnosed with non-st elevation myocardial infarction and was hospitalized on the same day. At the time of the event, the patient was taking aspirin only. Other antiplatelet medications were last taken on an unspecified date in the year 2012. During this admission, the patient was treated medically for acute chronic renal failure. Cardiac catheterization was deferred at this time due to elevated creatinine. The patient was managed medically. Ten days post admission, the event was considered resolved without residual effects and the subject was discharged on aspirin.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).